Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during a post initial implant procedure checkup, the right ventricular lead exhibited loss of capture. The patient was asymptomatic. Chest x-ray was performed and revealed the lead had dislodged. The lead was explanted and replaced successfully. The patient was in stable condition prior, during, and post operation.